Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl and diabetic ketoacidosis. Reportedly, the pump's time and date settings were incorrect; cause was unknown. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was still hospitalized at the time of the reported with tandem technical support, however, with the issue resolved and no permanent damage sustained.